Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported the patient underwent a repair of recurrent ventral hernia and removal of the mesh on (B)(6) 2016. It was reported the previously placed mesh was shredded in several places and removed. It was further reported the patient underwent a recurrent ventral hernia repair on (B)(6) 2018. It was reported the patient continues to experience severe pain, hernia recurrence, bowel obstructions, adhesions, scarring, disfigurement, nausea, chills, inflammation, removal surgery, stress and anxiety. No additional information was provided.